Manufacturer narrative:
The astral device was returned to resmed for evaluation. Review of the device error log history confirmed multiple battery inoperable alarms. The investigation results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection with the battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient harm or serious injury reported as a result of this incident.